Manufacturer narrative:
(B)(4). H6 - component code - proposed code is mechanical (g04) - provisional top. Visual examination of photographs provided confirmed the instrument was fractured. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty that the articular surface provisional fractured upon insertion. No adverse events were reported as a result of this malfunction.